Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the provisional fractured during cleaning.

Manufacturer narrative:
Persona articular surface provisional was received with the complaint for investigation. Visual inspection of the returned tasp bottom confirmed that the tasp has fractured into two pieces along the central post. Minor scratches and wear noted that are likely from use. The device history records review was conducted and identified no deviations and/ or anomalies. This device is used for treatment. The device broke as it was being cleaned post-surgery; therefore, no patient was involved in this case. It is unknown how the ps tasp was handled during cleaning when it broke; therefore, the root cause cannot be determined at this time.